Manufacturer narrative:
(B)(6). Bd received two samples and three photos from the customer facility for investigation. Both the samples and photos showed the reported defect. The samples and photos were evaluated and the customer's indicated failure mode for 5324647 with the incident lot was observed. Additionally, 50 retention samples were selected for evaluation, and the customer's indicated failure mode for 5324647 was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: the defect is missing top web printing in which is related to manual index of the machine as part of the start-up process or schedule interruption.

Event description:
It was reported that two bd vacutainer® blood transfer device with luer adapter, were missing the printing on the backside of two blister packs. No serious injury or medical intervention reported.